Event description:
It was reported that the ventilator failed internal test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal test during pre-use check. The ventilator was investigated by our field service engineer on-site and the turbine module and o2 cell was determined defective and replaced which solved the issue. The turbine module was returned for technical investigation and the issue could be reproduced. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).